Event description:
The customer reported oil mist coming from the unit. The customer stated that there have been no physical complaints related to the reported oil mist. The customer has declined to repair the unit at this time and continues to run loads. The customer has been encouraged not to run the unit while they have oil mist.